Event description:
Reporter alleged obtaining a discrepant blood glucose result of 386 mg/dl on the advantage system compared back to back to back with a result 123 mg/dl on the doctor's system when testing was performed within minutes. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.